Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that coronary atherosclerotic heart disease occurred. In (B)(6) 2014, the subject presented with stable angina (ccs classification: 2) as well as other objective evidence of ischemia and was referred for cardiac catheterization. The target lesion #1 was located in the distal right coronary artery (rca) with 95% stenosis and was 18 mm long with a reference vessel diameter of 3.0 mm. The target lesion #1 was treated with pre-dilation and placement of a 3.00 mm x 20 mm study stent and the residual stenosis was 0%. The subject was discharged on acetylsalicylic acid and clopidogrel. In (B)(6) 2018, the subject was diagnosed with coronary atherosclerotic heart disease and was hospitalized on the same day. Stenosis noted in distal rca was treated with percutaneous coronary intervention (pci). The outcome of the event was considered to be resolved and the subject was discharged.